Manufacturer narrative:
The attempted lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the helix on this right atrial (ra) lead would not extend during the implant procedure. The physician turned the mechanism between 10 to 25 times, at one turn per second, but the helix would not come out. Impedance measurements on the lead were greater than 3,000 ohms on the pacing system analyzer (psa) and the device. A non-boston scientific ra lead was implanted to complete the procedure. No adverse patient effects were reported.